Manufacturer narrative:
One 20039e7ds sample was received without packaging for investigation. No residual fluid was present in the line and no connecting product was returned to aid the investigation. The customer stated that the affected sample was from lot ta240281 but they reported that "they observed infusion fluid outside the tubing system during the application... This has continued to occur sporadically". Also "the batch cone of your product wobbles very strongly when manipulated". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the returned sample at the smartsite and male luer remained secure when connected to bd stock products; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed from any point of the infusion set when subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240281 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. In this instance there was not enough information to positively link this feedback to a specific failure mode, however a review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20039e7ds product in the past 12 months.

Event description:
Lot number added.

Manufacturer narrative:
Investigation result: one 20039e7ds sample was received without packaging for investigation. No residual fluid was present in the line and no connecting product was returned to aid the investigation. The customer did not provide any lot information but they reported that "they observed infusion fluid outside the tubing system during the application... This has continued to occur sporadically". Also "the batch cone of your product wobbles very strongly when manipulated". A visual inspection of the returned sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the returned sample at the smartsite and male luer remained secure when connected to bd stock products; no inadvertent disconnection occurred throughout testing, and no wobble was noted from the male luer. Furthermore, no leakage was observed from any point of the infusion set when subjected to pressure testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. In this instance there was not enough information to positively link this feedback to a specific failure mode, however a review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the 20039e7ds product in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that bd alaris smartsite extension set was disconnecting the following information was received by the initial reporter with the following verbatim unfortunately, I have to inform you that the above-mentioned product (bd pressure-resistant catheter extension set) keeps leaking during use. Several colleagues report that they observed infusion fluid outside the tubing system during the application and had to change the entire system. Even after professional screwing of the end pieces, this has continued to occur sporadically, on different patients. Can this be a batch problem or is it due to the material? Unfortunately, I also have to tell you that the previous model of the company braun was much better in workmanship. For example, the batch cone of your product wobbles very strongly when manipulated and sterile handling is no longer nearly as safe

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed